Manufacturer narrative:
(B)(4). Air dermatome, serial number (B)(4), was manufactured on june 29, 2007 and was over (B)(4) years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicare revealed that the entry calibration was not within specifications and the motor was corroded. Prior to repair the device was not within calibration specifications and the motor did not operate. Repair of the air dermatome was performed by medicare which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screw, poppet, motor and motor sleeve. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was taking too thin and ragged slices of skin. The product will be sent to (B)(4) for repair and the right back to the customer and was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device "takes too thin and ragged slices of the skin." The product will be sent to (B)(4) for repair and right after that back to the customer. No adverse events have been reported as a result of the malfunction.